Manufacturer narrative:
Troubleshooting performed; system returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was stuck at 0:00 on bootup with a possible flex pc issue on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.